Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) reported beeping tones. Interrogation of the device revealed a fault code 5(charge time out).